Event description:
It was reported that during a vats lobectomy procedure, there was an incomplete staple line. The site used a second device to complete the case. No patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.